Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that when deflating the balloon of the catheter for removal, the nurse was only able to retract 5cc's of fluid out of the expected 10cc¿s. The nurse attached a new syringe and was able to remove an additional 1cc of fluid. A third attempt was made, however only air came out. The nurse started to remove the catheter and felt resistance. The nurse was able to remove the catheter and noted that the balloon was slightly inflated. The patient allegedly experienced some bleeding with a small clot. After removal, the nurse cut the side port, and the balloon still did not deflate.